Event description:
It was reported that patient faced leakage issue as tubing was disconnected from the pitchfork and insulin was leaking from the end of the tubing on (B)(6) 2026. The patient had high blood glucose level (380 mg/dl) which was treated with manual injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.